Event description:
The company received info that suggests that the user of the device ( the pt) has to re-inflate the balloon often. Re-intubation was performed. The customer reported that there was no injury to the pt.

Manufacturer narrative:
The customer indicated that they will return the sample for investigation.